Manufacturer narrative:
Of the 1 allegation of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a damaged cartridge compartment. During investigation for unrelated complaints, there were 2 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 1</noe> malfunction event. A review of the event indicated that the one touch ping model pump experienced a cartridge compartment w/moisture issue. This report was received from various sources. The patient associated with this allegation was (B)(6) years of age and (B)(6) pounds. Of the reported patients, 1 was male, 0 were female, and 0 were unknown.